Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event involves a legal case in progress or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a legal representative that on (B)(6) 2012, the patient was implanted with the implantable cardioverter defibrillator (ICD) system. It was noted that the patient and her husband were unaware of the design and/or manufacturing defect within icds, which defendant knew, or should have known of, at the time of the patient¿s implantation surgery. The patient, dependent on the device for cardiac regulation and stabilization, relied on the mechanical success and function of the device on a daily basis. On (B)(6) 2012, the patient experienced episodes of chest and arm pain. Emergency medical personnel were summoned to the family home, and the patient was transported by ambulance to the local hospital emergency department. Over the next few hours, the patient continued to experience episodes of intense pain and spasms, at regularly timed intervals. Medical personnel could not verify any organic cause for the patient¿s symptoms. The patient was transported to a larger facility for further observation and care. On (B)(6) 2012, the patient died."